Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer stated that she calibrated her pump a few minutes ago and her blood glucose was 419 mg/dl. The customer stated that she accidentally pushed in reading as 40 mg/dl and was afraid that the basal will stop. The customer also received a cal error. The customer had a finger stick value of 360. The customer was advised to call back when error occurs.